Event description:
It was reported that the guidewire distal tip detached. A v-18 control wire was selected for use in recanalization procedure of the anterior tibial artery. During the recanalization, resistance was noted when retracting the v-18 control wire into the balloon catheter. While withdrawing both the balloon and v-18 control wire, the distal tip of the v-18 control wire detached but remained inside the balloon catheter. Both devices were removed together. The procedure was completed using an alternative device. There were no patient complications.

Event description:
It was reported that the guidewire distal tip detached. A v-18 control wire was selected for use in recanalization procedure of the anterior tibial artery. During the recanalization, resistance was noted when retracting the v-18 control wire into the balloon catheter. While withdrawing both the balloon and v-18 control wire, the distal tip of the v-18 control wire detached but remained inside the balloon catheter. Both devices were removed together. The procedure was completed using an alternative device. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and technical analysis was completed on 25jul2023. The device was returned for the analysis, and it was observed that the guidewire was bent at the middle and distal tip section. It was observed that the polymer jacket was detached. Microscopic examination revealed the polymer jacket was detached. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
D4 - lot number: updated.

Event description:
It was reported that the guidewire distal tip detached. A v-18 control wire was selected for use in recanalization procedure of the anterior tibial artery. During the recanalization, resistance was noted when retracting the v-18 control wire into the balloon catheter. While withdrawing both the balloon and v-18 control wire, the distal tip of the v-18 control wire detached but remained inside the balloon catheter. Both devices were removed together. The procedure was completed using an alternative device. There were no patient complications.